Event description:
Caller states the pt tested 1.8 inr on the coaguchek s system and 2.81 inr on a comparison lab. No action taken on device results or lab. No adverse event reported. Requested return of suspect system and replacement was sent.